Event description:
The manufacturer received info alleging an issue with a ventilator's internal battery. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a service required message was observed. The ventilator's power management board was replaced to address this issue.